Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been dropped in the toilet. There was water under the screen. It would not turn on and it kept vibrating. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed. It was found that there was a crack on the back of the insulin pump. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump was also received with cracked case battery tube, missing retainer and missing reservoir tube o-ring.